Manufacturer narrative:
The customer declined service and suspected heterophile interference. The sample was drawn in bd plastic separation tube (pst). The sample was centrifuged at <5,000 rpm (rotations per minute) for greater than 5 minutes. No system check data was supplied. No quality control (qc) data was supplied by the customer. Customer product laboratory support (cpls) laboratory obtained and tested a sample from the patient and confirmed heterophile interference. The root cause of the elevated troponin I result is heterophile interference. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer reported elevated troponin I (accutni) result above the acute myocardial infarction (ami) cutoff for one patient's sample involving unicel dxc 600i synchron access clinical system. The result was discordant to an alternate methodology, which was negative. The elevated result was released out of the laboratory. There has been no report of patient injury due to the elevated result. A change in patient treatment was noted. The customer supplied beckman coulter, inc. With the patient sample for further analysis.